Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was performed; however, a current test could not be performed due to an open circuit. It is possible that the open circuit was due to overheating of the unit. Based on the investigation performed, the reported complaint was confirmed. All aquatherm heaters are 100% inspected during manufacturing; therefore, a defect of this type would be detected prior to release from the manufacturing facility. It was determined that operational context caused or contributed to the reported defect.

Event description:
Customer complaint alleges the device is no longer heating. No report of patient involvement.

Manufacturer narrative:
(B)(4). A visual, dimensional , and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment fmea was conducted. Review of fmea-08-044 rev 00 was performed and the failure mode is already included. No update is required. In order to perform a proper and thorough investigation to confirm the alleged defect reported and determine the root cause, it is necessary to have the device sample involved in the complaint. Customer complaint cannot be confirmed based on the information received. Root cause is unknown. No corrective actions can be assigned. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges the device is no longer heating. No report of patient involvement.